Event description:
When the surgeon used a ralc45 to close the common opening from a right colectomy procedure, some staples were malformed. The surgeon then oversewed the anastomosis.

Manufacturer narrative:
Evaluation summary: the idrivec calibrated, open/close and fired a reloaded cs29 producing good staple formation and transection. Plc75: 4 uses left, anvil screw broke at the anvil pin, which would result in the reported complaint. Ralc45 was reloaded with new cartridge, calibrated normally, auto opened fully, closed for firing range and fired staples into four layers of uline foam. The stapleline produced "b" shape staples and the knife pad had a normal knife penetration. Ralc45 did not produce underform staples.